Manufacturer narrative:
Concomitant medical products: product ID 3877-45, lot# 0204181497, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID 3877-45, lot# 0204122331, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. Product ID 37081-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The health care professional of a foreign clinical study reported the patient hadn't used their stimulator for one year. The patient had a by-pass and lost a lot of weight. The leads which were subcutaneous on their back moved and didn't stimulate the right place. It was unknown if it was related to lead one or two. The patient could live with their pain so they wanted to take everything out. The entire system was explanted (B)(6) 2015 and not replaced. The issue was considered resolved without sequelae. Patient medical history included failed back surgery syndrome in 2001, nociceptive pain and injury to tissues other than nervous system. The patient was taking prescription medications.